Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During the evaluation, the reported issue of blurry images was confirmed. The reported issue of a blurred or grainy image is confirmed to be related to system configuration rather than a hardware failure. During testing, the system was evaluated using a known-good probe with different contrast settings. When the contrast was set to low, the image appeared more grainy with increased white speckling, which is expected behavior based on the imaging configuration. The system was also tested with the two probes received with the device. The image quality was consistent with the reference probe and within normal operating parameters. These findings indicate that the reported image appearance was most likely caused by contrast settings, not by a device malfunction.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported blurred, porridge like images. No further information was provided.